Event description:
It was reported that the device was at elective replacement indicator due to high battery impedance. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The elective replacement indicator was due to high battery impedance logged on (B)(6) 2011 prior to explant. Ramware version 8 installed on (B)(6) 2011.

Event description:
It was reported that the device was at early elective replacement indicator due to high battery impedance. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.